Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there is a white flotsam and scratches at the mouth. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap, and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. No defects, imperfections, foreign matter of any kind or scratches were observed in any area of the syringe barrel. The photo shows the bottom part of a syringe out of the packaging flow wrap. The syringe barrel outer wall has a scratch in the area of the luer lok. No other defects or imperfections were observed. A device history record review was completed for provided material number 306594, lot 3297917. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Flush has white flotsam at the snail's mouth and scratches around the snail's mouth.

Event description:
No additional information received flush has white flotsam at the snail's mouth and scratches around the snail's mouth.

Manufacturer narrative:
(B)(4). Follow up it was reported there is a white flotsam and scratches at the mouth. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom part of a syringe out of the packaging flow wrap. The syringe barrel outer wall has a scratch in the area of the luer lok. No other defects or imperfections were observed. A device history record review was completed for provided material number 306594, lot 3297917. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Flush has white flotsam at the snail's mouth and scratches around the snail's mouth.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.